Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The kink was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties were likely due to interactions with the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and non-calcified de novo lesion in the mid right coronary artery. Following pre-dilatation, a 4.0x23mm xience prime stent delivery system failed to cross due to anatomy. Additionally, it was reported that the shaft kinked during insertion. Resistance was noted during removal. The procedure was successfully completed with a non-abbott device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.